Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the lead exhibited high capture threshold. The procedure was completed with the use of a replacement lead. The patient was in stable condition

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination found no anomalies. Electrical testing had no indication of conductor fracture or internal shorts.